Event description:
(B)(4). It was reported that the drain tube was broken in the process of removing from the patient on the bed, leaving about 16.5 cm from the distal end inside of the patient. The broken drain tube was removed percutaneously using forceps. No additional procedure was required and the patient has recovered.

Manufacturer narrative:
The reported complaint is confirmed as a user related issue. Visual evaluation of returned sample noticed that the drain broken on the flat drain part. Further evaluation under 10x glass magnifier noticed that the breakage site had jagged edges indicating that excessive force having been applied to the drain beyond it's tensile capabilities. There was a suture on the drain near to the breakage site, located 500" from the breakage site. No pull test was performed. Dimension taken of the returned drain revealed that this was manufactured according to the specifications. There were no manufacturing deficiencies noticed that would have contributed to the reported problem of drain broken. Instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).